Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Due to imdrf harmonization, some previously submitted device, method, result, and conclusion codes related to this event may have been updated. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was pre-operatively diagnosed with lumbar degeneration and was implanted at 1 level. During surgery, the tip of the instrument broke. The tip broke at the point where the instrument tapers in the patient's pedicle. The product came in contact with the patient. No fragment of the product is remaining in the patient. No patient complications were reported.